Event description:
In early 2009, the lay-user/pt contacted lifescan on behalf of the lay-user/pt alleging that the onetouch ultramini meter is giving control results above the control solution range. This complaint is classified according to the documentation of the customer care advocate (cca). A no response letter was sent to the pt. The pt is an insulin pump user. The same day 10:05am, the control solution readings of "127 and 129 mg/dl" were obtained on the subject meter was above the control solution range of "93-124 mg/dl." It is not known what the blood glucose reading the pt obtained at the time of concern. At 10:15am, a nurse reportedly treated the pt with 2.4 units of novolog after she was given permission from the pt's mom. It is not known why the pt was treated with insulin. The pt was not tested on any other device and did not have any symptoms. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know why she was treated with insulin. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the reporter claimed that the pt received medical intervention by a healthcare provider, which can be suggestive for hyperglycemia, after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.